Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. Correction: d9. An olympus ess was dispatched to the user facility. However, the customer stated that there has been no change in staff and they follow the instructions for use. The customer declined completing an in-service. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. The customer provided the following result of the culture test, performed at the third-party labs: sampling date: unknown. Sampling from: biopsy channel, suction channel, elevator channel cfu: 1-4+ cfu. Bacterial identification: micrococcus, bacillus not b anthracis, ralstonia. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end/ elevator mechanism. Cfu: unknown. Bacterial identification: pseudomonas luteola. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: no growth. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel/ suction channel. Cfu: no growth. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope tested positive three times with growth for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.